Event description:
It was reported that the patient has possible cellulitis. The area is infected and red. A wbc count will be done. On (B)(6) 2011, the patient came into the physician's office. The lower jaw is swollen evenly. The patient stated that she has been itchy the last couple of days. One 1.5cc radiesse syringe was injected into the nlf and the marionette lines. Dr. (B)(4) spoke to a (B)(4) contracted physician, dr. (B)(4) and it was determined that this was likely superficial necrosis due to placement of too much intradermal volume. Dr. (B)(4) sent dr. (B)(4) her recommendations for wound care including vinegar soaks and occlusive ointment. It was also discussed that after the patient heals that pdl will help resolve erythema and help prevent scarring.

Manufacturer narrative:
On (B)(4) 2011, dr. (B)(4) stated that the patient was treated with steroids and nothing else and had a rapid return to baseline. The device history records for the reported lot number were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.